Event description:
It was reported that the patient underwent a surgical procedure to replace this undersized spectra penile prosthesis (spp). During surgery, it was noted that there was pending lateral erosion in the penis, which is believed to be related to the sizing issues. The entire spp was removed and replaced with a inflatable penile prosthesis. No patient complications were reported.

Event description:
It was reported that the patient underwent a surgical procedure to replace this undersized spectra penile prosthesis (spp). During surgery, it was noted that there was pending lateral erosion in the penis, which is believed to be related to the sizing issues. The entire spp was removed and replaced with a inflatable penile prosthesis. No additional patient complications were reported.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis. The reported patient symptoms are known risks associated with spp procedures and are noted as such in the spp instructions for use. Device history record (DHR) review: the DHR confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the spp IFU was reviewed. The patient symptom of erosion was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.